Event description:
It was reported that eight days after a single-level kyphoplasty procedure at level t7, a patient developed a deep infection at levels t6-t8. It was not reported whether the patient was hospitalized or what type of treatment the patient underwent to resolve the infection.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.